Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that there had ¿been some instances¿ where the pump does not turn back on after 90 minutes following an MRI. The drug in the pump was unknown. Additional information was requested, but was not available as of the date of this report.